Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo were reviewed and the dhrs showed the freestyle precision neo passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "errc-7" message from the adc glucose meter upon strip insertion. As a result, customer could not monitor glucose and subsequently felt unspecified symptoms of high blood sugar and ketones. The customer was taken to the hospital where they had a blood test, x-ray, and received insulin injection for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.